Manufacturer narrative:
Bd received 3 samples from the customer facility for investigation. Blood was collected from one employee donor and used for evaluation. The samples were evaluated and the customer's indicated failure mode for clotting with the incident lot was not observed. Additionally, 10 retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) mode because the defect was not evident in the testing of the incident lot samples.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta 1.0 mg is clotting more. No injury or medical intervention reported.